Event description:
The right iliac was stented with a 8 mm x 37 mm balloon expandable stent. During deployment of the stent, balloon ruptured and the stent was unable to be dilated. The balloon in the right iliac was unable to be removed and the sheath was pulled with the balloon and manual pressure was applied. While angiogram showed excellent results but the right iliac stent needs a further dilation. FDA safety report ID# (B)(4).